Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "proximal pressure sensor autozero failed" (diagnostic code 110b) had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "proximal pressure sensor autozero failed" (diagnostic code 110b) had occurred. The diagnostic code was confirmed in the event log. The remote service engineer (rse) provided the customer with the part number of the solenoids and data acquisition (da) printed circuit board assembly (pcba) to order and replace. The customer received and replaced the solenoids and da pcba. The customer then reported that the error codes, "machine and proximal pressure sensors failed" (diagnostic code 1007), "machine pressure sensor calibration data error" (diagnostic code 1106), "oxygen pressure sensor calibration data error" (diagnostic code 1110), "barometer calibration data error" (diagnostic code 1113), and "proximal pressure sensor calibration data error" (diagnostic code 1107) had occurred. The rse suspected that the error codes had occurred due to a faulty da pcba. The customer stated they would run performance verification testing (pvt) and report back to the rse.